Event description:
The pt experienced erosion and an infection. The pump was being explanted. The pt was presently receiving 1800 mcg/day of baclofen via the pump. Additional info has been requested a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).